Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx des were implanted in the rca. Approximately 2 days post index procedure the patient suffered cardiac enzymes elevation. The investigator assessed that the event was not related to index device or anti-platelet medication. No action was taken and the patient recovered. The cec adjudicated a non q-wave mi of the target vessel rca, 3rd udmi peri-pci and commented there was a large branch of rca was occluded. The sponsor assessed the event as possibly related to the device and not related to the anti-platelet medication.